Event description:
Rptr indicated the vns pt had come into to his office concerned about an increase in seizures. The rptr performed a system diagnostics test that indicated high impedance in the vns system. No trauma or manipulation was indicated. The device has been disabled. Further attempts for info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.